Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm was lost some of its loudness. The customer¿s blood glucose level unknown at the time of the incident. The customer also stated that insulin pump had battery cap had a crack, unexplained random no delivery alarms, backlight was dimmer and screen was peeling. The insulin pump will not be returned for analysis.